Event description:
Rptr c/o defective, ruptured implants and many health problems. Implants hardened shortly after inplanted. Experienced pain and swelling shortly after implantation. This is a chronic problem.